Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(4) 2007, patient underwent following procedure: anterior approach: anterior laparoscopic placement of portals, mobilization of great vessels, exploration of abdomen for interbody fusion fixation. Anterior laparoscopic diskectomy, l5-s1. Anterior laparoscopic interbody fusion with rhbmp-2, l5-s1. Implantation of interbody cage fixation, l5-s1. Posterior approach: posterior laminotomy/laminectomy for bone harvest. Posterolateral transverse process/interfacet fusion with rhbmp-2 autograft, platelet-rich plasma matrix, l5-s1. Legacy cortical screws/central rod/posterior tension band stabilization, l5-s1, segmental. Somatosensory evoked potential and direct pedicle screw stimulation. No patient complications were reported.